Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning". The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This is MDR two of two (1825034-2011-00760 through 00761) for this event. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2011. Subsequently, patient was revised on (B)(6), 2011, due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to correct the user facility where the event occurred. This report submitted january 23, 2012.